Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. The condensation is the mist or dot formation caused by the spray coat additive being applied to the interior of the tube. When additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that the tube have condensation in them.